Event description:
It was reported at the refill on the date of this report, there was a volume discrepancy. The expected reservoir volume (erv) was 9.1 cc and the actual reservoir volume (arv) was 7.6 cc. The pump had been filled with 10 ml of medication previously. The pump had a separate volume discrepancy at the previous weeks refill as well. The arv was 0cc and the erv was 5.3cc. The pump had been filled with 20 cc prior to that refill. The patient was asymptomatic. The patient was schedule for replacement surgery for (B)(6) 2014. The pump was used to deliver hydromorphone. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8709000002, serial # (B)(4), product type catheter. (B)(4).

Event description:
Additional information received reported the pump was explanted. The patient was doing fine and seemed to be receiving effective therapy. The pump was sent to pathology and was destroyed after.